Event description:
Patient was reported as having a true vt/vf episode but had a shock aborted due to low shock impedance (20 ohms). Lead has since come back in range. Patient has life vest and is being sent back to see implanting doctor. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2019 - lead explanted (B)(6) 2019. Upon receipt, the lead under complaint was found cut approximately 12 cm distal to the is-1 connector pin. Two fragments of together 63cm length were received for analysis. A medial fragment of approximately 3cm length was missing. The visual inspection of the distal fragment showed the ligature marks approximately 42cm proximal to the lead tip. Furthermore, abrasion marks along the lead body of this fragment were observed. In particular, approximately 49cm and 45cm proximal to the lead tip the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the shock coil was damaged. Based on the characteristics of this damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as the generator. Diagnostic images clarifying this assumption were not available. Furthermore, deformations of the shock coil were found which resulted most likely from the extraction procedure. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.